Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was confirmed. The device was found with smashed connector tip causing the error b30 on the device screen. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications.

Event description:
It was reported that during preparation for use, the device exhibited b30 error message. The intended procedure was able to be completed using similar device. No other devices were replaced. According to the reporter, it is unknown if the device was inspected prior to use or if there is any damage or abnormalities were observed. The type of procedure performed was not provided. It is unknown if any foreign objects were observed on the electrical contacts. It is unknown if any other warning messages were displayed. The device was installed and set up correctly. There was no patient involvement on this event.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause was not identified. A probable cause likely that the reported issue was caused by the unexpected external force getting caught in the connector tip and the connector tip getting crushed, making it impossible to communicate. Olympus will continue to monitor complaints for this device.